Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The fse replaced the affected pcb along with a number of other printed circuit boards to resolve the issue. Diagnostic and pipetter checks were ok. The customer has had no further issues since the service visit.

Event description:
The initial reporter complained of an issue with the cobas integra 400 plus. The instrument had initially been producing multiple alarms and the software was not loading following a reboot. The field service engineer (fse) visited the customer site and during troubleshooting, he noticed a printed circuit board (pcb) was starting to smoke. The fse turned the instrument off, disconnected the unit from power and found that the pcb was blackened and showed signs of melting.